Manufacturer narrative:
The samples were serum and were centrifuged for 7 minutes at 3500 rpm. Qc was within customer's established range. On (B)(6) 2010, system check was performed and it met specifications. The customer did not question the hardware and did not require service. A clear root cause cannot be determined from this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneously elevated accutni results above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer. The results were submitted out of the laboratory and the patient had a heart catheterization and EKG performed, no blockages were found. Additional samples were tested post catheterization and elevated results were obtained. On (B)(6) 2010, the patient was readmitted and accutni result was normal. The physician questioned the initial elevated results after the normal result was obtained.